Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, the user experienced a low blood glucose (bg) event with a low blood glucose (bg) of 40 mg/dl after meal announcing at 110 mg/dl. Despite initial treatment with skittles, the low persisted until additional juice was consumed. Blood glucose (bg) then rose to 83 mg/dl. The user's reported symptoms during the event included confusion, low energy, weakness, and sweating. No outside assistance or medical intervention was required. Blood glucose (bg) was corrected with skittles and orange juice. The user reported frequent lows, particularly after meal announcements, and requested further training. On 07-sep-2025, the trainer reported that the user wished to return the ilet. On 09-sep-2025, the user confirmed they had worn the device for over 30 days, and a return was initiated.